Event description:
I had no idea I could complain. I had crystal lens surgery on both eyes. On the right eye it took well. On the left eye I kept complaining to the dr about not seeing well. After about 6 months, he dilated my eyes and my left eye was 20/50. Blind according to the state. I was referred to a retina specialist. Dropped like I had never been in their office before. I heard about a complaint today on t.v. And decided to write. Anyway, I went to the retinal specialist and he gave me steroid drops. If that did not work, I would return for shots in the eye. If that did not work, surgery. My retina had a tear in it. I went to my primary care physician and got a referral to another retina specialist. He said the same thing. After about two weeks, I returned and the retina cleared up. I will tell you I did not use the eye drops and won't tell you how it got clear. On with the story. I now have to wear glasses and I still have trouble with my eye sight. I did not know that it would be such an ordeal. They did not tell me that. Also, I kept getting bills. I called and they said they do not list the facility use at the doctor's office on the statement. So I am still paying. If I had known I could write a complaint I would have at the time. I have all of my medical records and I have all the documentation. I am very disappointed with the surgery and would have had just one eye done if I had known. I could have had the cataract removed on the left and gone with a possibility of it growing back again for removal because the insurance companies will not let you get them removed until you are almost blind. Another complaint. I was driving 100 miles a day to and from work with cataracts that barely let me see the highway, and how safe is that. Well my complaint is now filed. I have to wear glasses and feel that if I was instructed correctly this would not have happened. I thought I would get out of wearing glasses, have better vision and never have cataracts again. Wrong. Still paying on top of that. So where is the justice? Good thing I had insurance or I would have really been out on my own. Plus the fact that if my retina did not clear up I would have had to have surgery again on the eye for repair and I was really scared that I would never get the vision back. So do what you do and I think that people should be aware that even doctors with the best credentials mess up.